Event description:
Reporter indicated high lead impedance were noted at an office visit. The vns has then programmed off. Analysis of the pt's parameter history noted high lead impedance was first noted in 2005. Reporter indicated the pt has had "slight" increase in seizures. The pre-vns baseline seizure level is unk. The pt underwent a complete revision of his vns system. The explanted products have been requested for return.

Manufacturer narrative:
Device failure is suspected.